Manufacturer narrative:
Device evaluation: fold creases, wear abrasion, linear opening, observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: curved striated opening on posterior side assessed as surgical damage and a linear smooth opening on radius side in the same location of crease assessed as fold flaw opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: curved striated opening assessed as surgical damage consist in the use of some surgical tool. A crease smooth opening assessed as fold flaw opening. Delamination was not observed. Particles in valve were not observed.

Event description:
Healthcare professional reported a right side deflation, particles in valve and valve delaminated from shell. Healthcare professional addiotnally reported "hole, non-specific", "hole on patch side". Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend review summary: trend summary confirmed no patterns were found; therefore, no additional actions are deemed required. The trend of deflation complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation, particles in valve and valve delaminated from shell. Device was explanted and replaced.